Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy with moisture) issue. The reporter alleged that the display screen was cloudy and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, moisture was visible through the display lens. A leak test was performed, which identified leaking around the display lens. The display lens was observed to be loose: adhesive failure was observed. The pump was opened, which revealed moisture and corrosion throughout the pump interior. Unrelated to the original complaint, all of the keypad buttons were found to be unresponsive. Moisture was identified at the keypad connector.